Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500 ml. Flow rate, procedure, cathplace: na. Patient contact: no. When filling, found that the pump had leaked out much of its contents into the bag. The pump was locked and set at "0." This pump is reported as pump #1 on medwatch uf/importer report #: (B)(4).

Manufacturer narrative:
Method: the actual device involved in the incident was returned. A visual examination and functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: the pump was received empty. The pump was refilled with saline and a leak was immediately evident at the inlet side of the select-a-flow (saf) unit. Conclusions: the customer complaint was confirmed. The cause was attributed to a tubing bond joint failure. Device failure directly caused the event. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. (B)(6). (B)(4).